Manufacturer narrative:
No sample received at manufacturer because it was discarded. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufactures acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported several micro forceps where the metal shaft was not stuck and could be pushed over the branches. The forceps could not be used. The staff informed the company representative that either the metal shaft is not tight and pushed forward over the branches when cleaning the forceps or that the forceps ¿got stuck¿ from the start and that the branches did not close. The nurse performs a functional test before the forceps is used. Each surgical instrument is removed from the surgical tray and wiped before use, and then handed to the surgeon. If the forceps is not functioning it is exchanged for a new forceps. There could have been patient contact but there was no patient impact.